Event description:
It was reported that the device was alarming motor service due, had scratches on the lens and a crack in the battery compartment. Per reporter, the downstream occlusion (dso) seal had a hole in it and the device needs an update to version 1.6. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition and a worn upstream occlusion seal. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the motor service being due, and the downstream occlusion seal. The motor assembly and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.